Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the 8mm force bipolar instrument wire on the lock jaw broke. Customer used another grasper had to be used to straighten the forced bipolar instrument to be removed from the abdominal through the trocar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the grip hub, but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.